Manufacturer narrative:
Clarification to d6b explant date: date has not been confirmed at this time. Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported and healthcare professional confirmed right side capsular contracture baker grade iii. The device has been explanted.

Event description:
Patient reported right side "looks not right". Patient later reported a right-side capsular contracture baker grade iii. Healthcare professional confirmed capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported right side "looks not right". Patient later reported a right side capsular contracture baker grade iii. Device has been explanted and returned. Implant is available for return.

Event description:
Patient reported right side "looks not right". Patient later reported a right side capsular contracture baker grade iii. Device has been explanted and returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and visibility/palpability was received on december 16, 2025 with lot number 1208143. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Clarification to h6: remove event code f1903 as the device remains implanted. Additional, changed, and/or corrected data: b5, h6.

Event description:
Device remains implanted.